Event description:
Healthcare professional later reports baker grade I.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Manufacturer narrative:
Further information: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. The device remains implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional later reported an "emergency operation for acute swelling and pain in the breast" was performed, "acute seroma" was discovered during surgery, and "severe grade IV thickened capsular contracture". Fluid could not be obtained for cytology but was sent for "cultures and gram stain", which later "grew out staph without sensitivities". As treatment for the capsular contracture, a "complete anterior capsulectomy" and "circumferential capsulotomy" were performed. The capsule was sent for pathology, which "did not show any evidence of alcl". The original implant was removed without any trauma and set onto the back field in a bath of betadine solution and antibiotics and was subsequently re-implanted. Patient was instructed to "restart singulair" and continue it with vitamin e for 3 months. Patient was on duricef and bactrim following surgery and completed an antibiotic course. During a follow up appointment, healthcare professional noted right side "very soft" "baker I capsule". The device remains implanted.

Manufacturer narrative:
The event of "bacterial infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported seroma was found during the surgery. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b7, h6 the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late